Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure for a left ventricular (lv) lead, the stylet for the lv lead caused a dissection of the coronary sinus. A different vein was used to complete the implant of the lv lead. The patient was stable.